Event description:
Patient presented to the physician with chest pain from the ipg sitting under the chest incision. Physician brought the patient into the operating room and made a new pocket, sutured the ipg, and closed the patient up. This resolved the issue.